Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was not used due to an unknown malfunction. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.